Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The pump had broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated by eating yogurt. The customer stated that the motor error occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind the pump. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.